Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side biocell® textured implant, unsatisfied with the outcome. Also reported a left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation- visual analysis of the returned device identified, weight to the spec, deformation, and yellow particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side biocell textured, unsatisfied with the outcome. Healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted.

Event description:
Device has been explanted.